Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was around 400 mg/dl at the time of hospitalization. The customer stated that the ambulance took them from hospitalization. The customer stated that they were given insulin drip to treat the blood glucose and was able to bring the blood glucose down to 104 mg/dl. The customer also reported that they had a bent cannula. The reservoir will not be returned for analysis.